Manufacturer narrative:
(B)(4). Date sent: 1/28/2022.

Manufacturer narrative:
(B )(4). Additional information received: a linx was placed in 2018 and it has broken apart. The patient is having reflux, dr. (B)(6) is planning on doing an egd on (B)(6) 2021 and going from there. The surgery is (B)(6) 2021 at main mck for removal of linx and then she will have a nissen, she does not want the linx replaced. Photo analysis from medical safety officer: definitely discontinuous from the photos. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the exact date of implant? What is the lot number of the device? When did the acid reflux begin? What was the date of the imaging which showed the discontinuous linx? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that a linx device was explanted because it is discontinuous.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2021. Photo analysis: an image of a 15-bead linx device in vivo was provided and reviewed by a medical safety officer. Per the medical safety officer, the device seems to be discontinuous. The cause of the reported device discontinuity cannot be determined based on the x-ray image provided. Additional information was requested, and the following was obtained: what was the exact date of implant? What is the lot number of the device? When did the acid reflux begin? What was the date of the imaging which showed the discontinuous linx? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = no extra info. Additional information was requested, and the following was obtained: in the information provided in the file the product code that was given was a lxmc13. However, the image that was received with file has 15 beads. It is imperative that the correct information be provided for this file. What is the correct product code for this file? Answer = I was told lmxc13, but if it's a 15, then I guess they were mistaken and it's lxmc15.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2022. Investigation summary: the visual analysis found that the returned device had an exposed weld ball paired with the washer through hole of the adjacent bead. The affected washer through hole diameter was measured with computed tomography (CT) and was found to be greater than the specification. The washer through hole showed an enlarged through hole at the failed link. The overall appearance of the surface of the washer didn't exhibit loss of shape. Top view of the diameter of the exposed weld ball was measured. The diameter is within the specification. The weld ball appears to be spherical and concentric with respect to the wire. The paired weld ball was found to be within specification. A small interference was found between the diameters of the out of specification washer through hole and the corresponding exposed weld ball. It is presumed that a certain geometric combination of the weld ball and the washer through hole resulted in the device separation in vivo. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The lot number of the device was not reported. However, the implant facility has a15-bead linx device that was outside of 2018 linx recall product bounding at the time of implant; hence, to be conservative, this device was considered to be outside of recall.